Event description:
It was reported the patient's pump was moving in the pocket resulting in lack of therapeutic effect. The pump pocket was opened during surgery and noted the catheter was wrapped around the pump. The hcp unwrapped the catheter and secured the pump in the pocket. The drug in the pump, along with concentration and dose is unknown. The patient recovered without sequela.